Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported: the cup was attached to the instrument and was inserted in the acetabular cavity (on the left side of the patient). When the surgeon started impacting the cup, after two strokes with a hammer the end part of the impactor broke in two pieces. The surgery continued with difficulty as the cup was harder to impact. The instrument is available, lot# unknown.